Event description:
Facility staff were in the process of moving a pt from a wheelchair to her bed using an uno 102. With the pt up in the air, the lift would not operate in the down position. They tried turning the emergency release and at a certain point they could no longer turn the release down. Six of the hosp staff were able to remove pt from lift and place onto her bed. No one was hurt or injured by this incident and no pt info was provided when requested. The lift is now out of service.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.